Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, it states, "inspect the instrument case and instruments for damage upon receipt and after each use and cleaning. Instruments in need of repair should be set aside for repair service or returned to biomet. Instruments returned to biomet or its distributors should be cleaned and sterilized prior to shipment."

Event description:
During a procedure, the driver shaft stripped. There was no patient injury or delay.